Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 600 mg/dl) and 75 mg/dl. Customer felt "woozy" at the time of the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.